Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set; further described as "miniset connector has unscrewed itself partially from housing". This was observed during use of the device for peritoneal dialysis (pd) therapy. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with a "long course" of unspecified antibiotics due to an increased cell count. At the time of this report, the patient outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.